Event description:
It was reported that upon pre-implant interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red warning message indicating not to implant it due to an unsatisfactory check. This s-ICD was returned for analysis. No patient involvement.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. Visual inspection found no anomalies. A review of the memory log revealed there were no system errors or resets. However, a review of the patient log section noted a magnet application of 247 seconds on the date of this event, that caused an impact on the battery voltage. Lower battery voltages due to extend magnet exposure is a known condition for implantable devices, the alleged unsatisfactory check message was confirmed to be related to it. Although, the battery voltage recovered to normal levels once the device was removed from the magnetic field. This s-ICD was then put through the returned products test, which verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. No performance issues were noticed.

Event description:
It was reported that upon pre-implant interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red warning message indicating not to implant it due to an unsatisfactory check. This s-ICD was returned for analysis. No patient involvement.